Event description:
It was reported that the patient had their superion indirect decompression spacer explanted due to inadequate pain relief. No further information has been obtained despite good faith efforts.